Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a 8:00am, the consumer administered an unknown amount of insulin through her insulin pump. The consumer reported that she did not eat breakfast, and several hours later, she walked 2 blocks to church and then experienced a hypoglycemic event requiring medical intervention. When the emts arrived, they tested the consumer getting a result of 40 mg/dl on their blood glucose meter. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips in question will be returned for evaluation because this is a medwatch report.